Event description:
Information received regarding the explanted device notes a high left ventricular threshold of 5.75 v, 1.5 ms and phrenic nerve stimulation. The stimulation could not be resolved and the patient chose to have an epicardial lead placed. The patient was doing well.